Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device revealed the whole suture was returned undamaged and partially exposed. The knot was unraveled. Both cuffs had successfully captured the needles during the plunger deployment. However, the link broke at the swage end of the posterior cuff while retracting the needle plunger, which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported suture break. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel as intended. A link break suggested that there was resistance encountered while retracting the needle plunger to retrieve the suture. Possible contributing factors include manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. During testing, the plunger was reinserted and retracted successfully without any observable resistance. The suture was returned intact and there was no indication that it was dragged through the suture bearing or device while retracting the needle plunger, which could have contributed to a link break. Every link assembly is appropriately inspected and tested for proper assembly during manufacturing and the length of every suture is verified. There were no reported challenging anatomical conditions which could have contributed to a link break. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the needle plunger was abruptly pulled out of the device after needle deployment, which could cause the link to break at the posterior cuff. Based on the reported information and the investigation, the probable cause for the link break at the swage end of the posterior cuff could not be determined. No manufacturing or quality deficiencies were detected. A review of the device history records for the reported lot did not reveal any nonconforming material records, which could have contributed to this event. A query of the complaint-handling database for this lot revealed no indication of a lot specific product quality deficiency. Seven unused sterile proglide devices with the same lot number (050346h) as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the plunger was being removed, the suture broke. Another device was used with the same result. The physician, who is reportedly very experienced in the use of the proglide, stated that the suture appeared as if was not long enough. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.